Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the patient developed atrial flutter. The atrial flutter was terminated with overdrive pacing and the right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.